Manufacturer narrative:
Concomitant medical products: product ID: 5867-3m, product type: adaptor, implanted: (B)(6) 2020; product ID: 310c29 , product type: valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.